Event description:
It was reported to philips that the c-arm collided with the housing during spider view movement on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service adjusted the hose to prevent collision and tested the system, which is now operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).